Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated and in the fully rear-locked position. The suture and tamper tube were found to have been fully deployed from the device. The suture was found to have been cut, and the anchor and collagen were not intact with the device. The black compaction marker was found to have been nearly fully visible at the proximal end of the tamper tube. No damage or deformation to the device was identified. The complaint was confirmed for a device positioning issue. The exact root cause was unable to be determined. The likely cause was determined to have been deployment of the components outside the vessel. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Initial reporter occupation: distributor. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the collagen plug of the angio-seal device involved could not be delivered to the vascular site; therefore, manual compression was performed. After more than fifteen (15) minutes of manual compression, the patient was transferred from the operation table to the bed. Once the patient was transferred to the bed, bleeding persisted, and manual compression was continued. The patient became stable after the manual compression. A hematoma at the access site was found afterward. The patient was in stable condition. No equipment or other device were used with the device involved. Additional information was received on 14 dec 2022: the procedure performed prior to the use of the closure device was percutaneous coronary intervention (pci). The size of the procedure sheath used was 7 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. After deployment of the device involved, the collagen was found at the patient's skin surface level and could not stick under the skin surface with the green stick. There was no blood loss greater than 250cc's. No blood transfusion was required. The patient did not have any history of a bleeding disorder. The patient was not on a daily blood thinning medication. No multiple sticks were performed to gain arterial access. The posterior wall of the artery was not punctured. The patient had harprine during the procedure; however, the dosage was unknown.